Manufacturer narrative:
A device history record (DHR) review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure. A review of the site's system logs for the reported procedure date was conducted by an rpms quality engineer. Investigation revealed the following possible related system errors: erbe error c-33, "hf voltage measurement value too high in on state." The probable root cause of the reported issue can be attributed to a fault on a component or module within the erbe generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the errors and replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (c-33/c-00 errors) was confirmed and reproduced on the iesu that was connected to the system. Logs displayed error 25913/c-33 confirming the fault occurred in the field. The c-33 error occurred during start-up. The unit was placed on a system and was run in normal mode. The complaint was confirmed based on the failure analysis. The root cause was attributed to a high frequency voltage issue.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered repeated errors on the integrated electro surgical generator unit (iesu) and a message stating activation had been interrupted with c-00/c-84 errors. The user rebooted the iesu multiple times, but the issue persisted. The user informed the tse that they had undocked the system and were almost done with the procedure. The procedure was completing as planned with no reported injuries.